Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported in a facility medwatch that the product initially worked without difficulty. Physician was able to complete the tunneling and drill back for the tibial side of the reconstruction. However, at the completion of the femoral tunneling, the end which "flips", broke-off. The physician was able to retrieve a piece of the fragment utilizing fluoroscopy but a smaller piece was irretrievable and remained in the patient.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the distal tip of the device sheared off, and one of the inner rod's tangs was twisted. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported in a facility medwatch that the product initially worked without difficulty. Physician was able to complete the tunneling and drill back for the tibial side of the reconstruction. However, at the completion of the femoral tunneling, the end which "flips", broke-off. The physician was able to retrieve a piece of the fragment utilizing fluoroscopy but a smaller piece was irretrievable and remained in the patient.